Event description:
The customer reported that the device malfunction with no audible alarm. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The audio alarm was replaced as a precautionary measures. It is not verified that the audio alarm malfunction, and no malfunction may have occurred.